Manufacturer narrative:
Serial no has been updated based on returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. Sensor plug was observed to be fully seated. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Removed plug and inspected plug assembly; no failure mode was observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving a lower value when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer continued to scan unspecified lower readings and "felt sweaty, dizzy, light headed" and feeling like he was going to have a heart attack. Hcp contact was made and a blood glucose of 292mg/dl was obtained on the hcp meter compared to a scan of 92mg/dl. The customer was provided unspecified treatment by an hcp for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a lower value when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer continued to scan unspecified lower readings and "felt sweaty, dizzy, light headed" and feeling like he was going to have a heart attack. Hcp contact was made and a blood glucose of 292mg/dl was obtained on the hcp meter compared to a scan of 92mg/dl. The customer was provided unspecified treatment by an hcp for hyperglycemia. There was no report of death or permanent injury associated with this event.